Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument had a wire sticking out at the tip. There was no reported injury.